Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and evidence of burn mark was observed. Visual inspection was performed on the returned the usb charger and charging cable and no issues were observed. Usb charger and charging cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. A further extended investigation was performed. Visual inspection was performed on the returned reader heat damage was observed to the reader outer casing. The returned reader was further investigated and de-cased and no issues were observed. Nxp processor was present. Reader successfully communicated with approved software and was observed to be charging. Built-in reader test was performed and all tests passed. Melted outer casing was not impacting reader functionality and was not contributing to the customers complaint. Returned reader battery voltage was within specification. Thermal camera was used to inspect for any hotspot and observed no hotspot. Off current measured is within the specification. The reader was able to power on with button depression, test strip and usb cable insertion. The heat damage to the outer casing was not contributing to the customer reported. No evidence of burn marks, soot or damage was observed during the internal inspection of the reader which indicates the outer case melting occurred from an external source and not from the internal battery or internal components. The reader must have likely been placed near an external heat source. Therefore, this issue is not confirmed to use due to damaged reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.